Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. Based on available information, the reported difficult to remove from anatomy appears to be due to the user technique. The reported tissue damage was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult to remove from the anatomy and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted at a2/p2. To reduce the remaining lateral mr, an ntr clip delivery system (cds) was advanced. However, while advancing into the left ventricle (lv) the clip was inadvertently steered, causing the clip to become caught on the chordae. It was noted that the physician was to fast with his movements as he dove deep into lv and immediately tried to open the clip. To free the clip from the chordae, the clip was inverted and pulled back into the left atrium (la); however, a chordal rupture at the anterolateral commissure occurred. The physician decided to remove the cds and discontinue the procedure. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.